Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was flushed, inserted into the patient, and transseptal puncture was performed to obtain access to the left atrium. Upon aspiration of the sheath in the left atrium, the physician noticed that the stopcock was leaking and not providing a sufficient seal. The procedure was completed using the original sheath. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. However, the reported leak was not confirmed as the sheath passed leak testing.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was flushed, inserted into the patient, and transseptal puncture was performed to obtain access to the left atrium. Upon aspiration of the sheath in the left atrium, the physician noticed that the stopcock was leaking and not providing a sufficient seal. The procedure was completed using the original sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.